Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unk lesion approximately 4 yrs ago. It was reported that the pt was admitted to the ER with anemia and gi bleeding along with elevated troponin I and EKG changes. The pt required a transfusion and the bleed resolved. The pt was discharged 5 days after the event. As per the investigator, the bleeding was reported to be not related to the device, drug, or the procedure.

Manufacturer narrative:
Eval codes, results: no conclusion can be drawn.